Event description:
Account advised the sales consultant that during a procedure the surgeon was performing final tightening of the screws and the tip of the t25 stardrive shaft for matrix-standard stripped. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.